Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint history review found further instances of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device has been actuated. The anchor has become broken in half. No additional damage to the device. A functional evaluation reveals the device functions as expected. Based on the condition of the product material found during visual inspection it was determined additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. A visual inspection revealed the device was returned outside of original packaging. The device has been actuated. The anchor has become broken in half. No additional damage to the device. A functional evaluation reveals the handheld portion of the device functions as expected. Based on the condition of the product material found during visual inspection it was determined additional material testing is not required. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery, internal to the patient, when the healicoil implant was being inserted, it dismembered. All pieces were removed. The procedure was completed without significant delay using a back-up device in the same bone hole. No patient complications were reported.